Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure that took place on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated successfully the first time. However, during the second attempt to inflate the balloon, it would not inflate due to a pinhole. It was reported that dilatation of the target site was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported event of pinhole in balloon. Preliminary investigation results. Visual and functional evaluation of the device was performed; inflation revealed the balloon portion of the device to have a pinhole. No damage was noted to the catheter of the device. The complaint about the balloon was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.